Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure. During procedure, it was found that the tubing broke near pump. The ipp was removed and an ambicor penile prosthesis (app) was implanted. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The patient is recovering from surgery.